Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during surgery, the cusa excel 23khz straight handpiece (c2600) had an irrigation issue and alarmed. There was surgical delay of more than 30 minutes; however, there was no patient injury. The surgery was completed with another handpiece.